Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 323.062, lot: 3l92370, manufacturing site: bettlach, release to warehouse date: 10.apr.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: updated event description: it was reported that on (B)(6) 2019, the patient underwent an osteotomy of femur and shaft with fixation. During the case, a drill bit with depth mark from the depuy synthes variable angle foot tray broke into two (2) pieces. All pieces were removed from use and another drill bit was used. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient status is unknown. This complaint involves one (1) device. Investigation flow: damage visual inspection: the 2.0mm drill bit with depth mark/qc/140mm (p/n 323.062 lot 3l92370) was received with a portion of the distal tip broken off. The broken off fragment was not returned and is missing. The remaining cutting flutes were observed to be twisted, in the direction of resistance from pre drilling, and deformed. No other issues were identified with the returned components of the device. The device failure/defect of broken and deformed drill bit tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Drill bit 3-flutes se_083158 rev d, drill bit geometry 3-flutes se_066379 rev g. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 2.0mm drill bit with depth mark/qc/140mm (p/n 323.062 lot 3l92370) as a portion of the distal tip was broken off. The broken off fragment was not returned and is missing. The remaining cutting flutes were observed to be twisted, in the direction of resistance from pre drilling, and deformed. While no definitive root cause could be determined, it is possible that the device encountered unintended forces, dense bone, and/or rough handling/technique during device use by the operator. The drill bit likely yielded, deformed, then fractured during use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. The procedure occurred on (B)(6) 2019. Another drill bit was used. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient status is unknown. This report is for a drill bit. This is report 1 of 1 for (B)(4).